Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 500s (mg/dl) for 2 days. Customer changed the pump cartridge and tubing, administered correction boluses with the pump, and administered an insulin injection to treat bg levels; however, bg levels remained elevated. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to change infusion site; however, customer stated that they did not have one available at the time of the call. Customer indicated that they would use insulin injections for diabetes management until they could change the infusion set site. Customer indicated that they would contact tandem technical support if they encountered any issues after changing the infusion set site.